Manufacturer narrative:
On feb 14, 2024, additional information was received indicating the explantation surgery was rescheduled to (B)(6) 2024. On feb 16, 2024, additional information was received indicating the date of implantation is (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On mar 13, 2024, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found to be ruptured and received in three (3) parts. A microscopic examination was done, and instrument damage was not found at the edges of the rupture. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On mar 29, 2024, additional information was received indicating the patient experienced bilateral rupture. The replacement devices were identified as mentor gel breast implants. This report is for the left breast prosthesis. See manufacturer report number 1645337-2024-04711 for contralateral side. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 27-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 400cc and experienced rupture on the left side post-operatively. The patient was involved in a car accident which may have caused or contributed to the event. As a result, the patient underwent removal on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6. Health effect - clinical code e2402: chest injury reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).